Event description:
It was reported that during a cori tka procedure, while milling the femur, an error notified that the "robotic drill cable disconnected". After recalibrating the drill, they continued to receive a calibration error. After disassembling the drill (removing the burr and long attachment), the drill correctly calibrated and they resumed milling the femur. Less than a minute later, the same error occurred. The same recovery steps were taken as above, but this time, the burr would not lock into the drill. They opened another tray for a new drill, which connected and calibrated correctly. While connected the new drill, they had to re-enter into the case and resumed at the next step, which was milling the tibia. An error was noted "bone model generation error". They recollected the tibial free mesh points and, after the surgeon collected the new points on the tibia, the resection depths were different than originally recorded. Due to the discrepancy of the numbers, they decided to change to manual instrumentation on the tibia. There was a delay of greater than 30 minutes. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4) the real intelligence robotic drill, part number rob10013, serial (B)(4) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. A review of patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most probable cause of the reported problem is to be determined. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper handling. The reported incident was assessed from a clinical/medical standpoint: the surgeon switched to manual instrumentation to perform bone resection on the tibia. This transition produced a delay greater than 30 minutes. There was no adverse impact to the patient. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Further investigation into the reported failure is being conducted via a CAPA investigation to determine if additional actions are required.

Manufacturer narrative:
H6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. A kpc test was performed and the test passed. The drill functioned as expected without any connection issues. A review of patient case screenshots confirms the reported allegation of "drill disconnect" error. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the serial number or part number reported in this event is related to a corrective/preventive action already implemented. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper handling. The reported incident was assessed from a clinical/medical standpoint: the surgeon switched to manual instrumentation to perform bone resection on the tibia. This transition produced a delay greater than 30 minutes. There was no adverse impact to the patient. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed. 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Event description:
It was reported that, during a cori tka procedure, while milling the femur, an error notified that the "robotic drill cable disconnected". After recalibrating the drill, they continued to receive a calibration error. After disassembling the drill (removing the burr and long attachment), the drill correctly calibrated and they resumed milling the femur. Less than a minute later, the same error occurred. The same recovery steps were taken as above, but this time, the burr would not lock into the drill. A drill from another tray was opened to resume the procedure. These problems contributed to a surgical delay of greater than 30 minutes. No other complications were reported.